Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired; the aiming beam fired straight out of the fiber at 36,051 joules. Also, it was reported that the fiber blew and the beam fired straight. No patient injury was reported. The device was not returned for evaluation.